Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the xenon light source exhibited a b30 error (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 section was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: error b30 (scope communication error) was displayed because communication with the scope became abnormal due to faulty output socket. Olympus will continue to monitor field performance for this device.